Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was blocked on firewall from hospital it. The field service engineer power station off and reseated row board cable connection and retractor band connections but it did not work. Customer was instructed to check with hospital it if the station was blocked on firewall to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the station was offline and the screen was frozen. The customer indicated that the malfunction caused a delay in the dispensing of medication to the patient, although they were able to obtain the necessary medication from the pharmacy. There were no adverse events or injuries reported based on this incident.